Manufacturer narrative:
(B)(6). Date of report: 12aug2019. Upon follow-up, customer stated that unit was repaired by third party vendor. Unit was successfully repaired and returned to service. Customer could not provide what repairs were made to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was giving a fan speed error. The customer reported there was no patient involvement.